Manufacturer narrative:
Additional medical device types: nqx, njr, ozn there were multiple PMA/510k numbers: k111860, k120138, k130470 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 5: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive clostridium difficile patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for c. Diff. Bd service and quality analysis of customer run files revealed evidence of thermal crosstalk occurring when running different assays next to one another. A bd field service engineer (fse) was dispatched to the customer site to perform replacement of the reader and heater mux assemblies on instrument side b. Following part replacement the instrument was aligned, calibrated, and readers normalized. The instrument was qualified and confirmed to operate to bd specifications. The root cause of the issue was traced to component failures of the reader and heater mux assemblies. Returned sample analysis consisted of analysis of customer run files. Review of device history record for instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and four additional cases were observed on 22jan2024, 24may2024, 12sep2024, and 13sep2024 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
Report 1 of 5: it was reported that during use of the bd max¿ system, bd max¿ instrument, a false positive clostridium difficile patient result was obtained. There was no report of patient impact.